Manufacturer narrative:
(B)(4). Batch # m54f8d. The analysis results found that sc45a device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 6/29/2016. Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the packaging available for return? Yes.

Event description:
It was reported that during a laparoscopic left superior lobectomy procedure, the nurse opened the package and found the interior package is broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.